Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was capped and replaced. On (B)(6) 2025. The patient was in stable condition.